Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient had a systemic rash and itching that appeared with an unspecified quantity of g7 sensors. The sensors were inserted in the arm, but the patient did not indicate which arm or if it was on both sides. The patient has been using the g7 sensor for just over a month and thinks she has developed a hypersensitivity to the patch adhesive. The itching and rash would begin beneath the patch adhesive and occasionally extend from the arm insertion area and spread to the abdominal area. The patient mentioned that despite discontinuing certain medications and using diabetic lotion, she continued to experience itching and skin irritation. The patient did not clarify whether the medication was associated with the dexcom skin reactions or if it was for a prior medical issue, nor did she pursue medical help. At the time of the report, the patient did not provide photos or the status of the reactions. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).